Manufacturer narrative:
Investigation summary: investigation summary: the device was visually inspected and reddish residue was found inside the pebax and the rocker arm was detached from the handle. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole/cut on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax and the rocker arm detachment cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially it was reported that the force catheter would indicate there was high force every time they came on ablation. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. This issue was highly detectable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster failure analysis lab received the device for evaluation and found on may 21, 2018 that the deflection lever was detached from handle. Also on may 22, 2018 it was discovered that there was reddish residue found inside the pebax. These issues were assessed as not reportable. The deflection lever (rocker arm) being detached from the handle was highly detectable and the catheter can not be used. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. There was foreign material found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional investigation, it was discovered on june 19, 2018 during the scanning electron microscope (sem) analysis that there was evidence of mechanical damage and a hole/cut on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole/cut on the surface of the pebax was assessed as a reportable malfunction. The awareness date for this issue was june 19, 2018.